Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and off no power. Customer's blood glucose at time of incident was unknown. The customer explained the possible causes of blank display. The customer was advised to disconnect from the pump. Customer did not have an extra aaa alkaline battery to test pump with. Customer will back when they acquire batteries.